Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer called to report high blood glucose levels and that the replacement insulin pump was not alarming and his blood glucose reading never went below 300 mg/dl. The customer's reading ranged from 300 to 500 mg/dl. The customer treated with manual injections. The customer's symptoms included feeling thirsty and lightheaded. The customer performed troubleshooting and got a no delivery alarm during manual prime. It was found that the customer had no changed the infusion set for 2 weeks and that the settings were not programmed. The customer stated he would see his doctor to program the settings. Nothing was replaced or returned for analysis.